Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). The device has been returned to livanova (B)(4) technical service for evaluation. However, this has not yet been completed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received a report that an s3 double head pump displayed an error message during setup. The user attempted to resolve the issue with a device restart, but was unable to clear the error. There was no patient involvement.

Manufacturer narrative:
The reported issue could be reproduced and confirmed. Further communication revealed that the error was caused by a mistake performed during the last service maintenance. The reported malfunction is caused by a misalignment between the encoder disc and the pse board. When replacing the toothed drive belt, the service engineer removed the impulse wheel without setting it at the right height by reassembling the device, thus causing the reported issue. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.